Manufacturer narrative:
Date of event: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter tip is breaking off and deformed with a bd neoflon¿ IV cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: catheter tip is breaking off, catheter tip is deformed.

Manufacturer narrative:
Investigation: a DHR was performed and no qn was raised along with no abnormality observed that could have influenced the issue. 1 used sample and 7 representative samples were returned for investigation. The 1 used sample was subjected to visual inspection. No catheter damaged was observed on the used sample. The 7 representative samples were subjected to visual inspection, tip od measurement and bevel angle measurement. The 7 representative samples passed the acceptance criteria. No abnormality was observed. Based on the similar complaint on catheter tip (peelback), the probable root cause could be due to tubing material. CAPA#81917 was issued to review the tubing material.

Event description:
It was reported that catheter tip is breaking off and deformed with a bd neoflon¿ IV cannula. The following information was provided by the initial reporter, translated from german to english: catheter tip is breaking off, catheter tip is deformed.